Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of urgent care visit was 133 mg/dl. The customer's stated that patient is vomiting. The customer was admitted to the hospital. The customer cause of urgent care visit was diabetic ketoacidosis. The customer was treated with fluids and IV drip. Customer was wearing the pump at time of urgent care visit.